Event description:
It was further reported that everything went fine regarding the condition of the patient after the pericardial drainage was performed. A non-(B)(6) may have caused the perforation rather than the bsc device, but this was inconclusive. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).